Event description:
It was reported that the patient's paddle lead was placed "incorrectly" and a different lead was implanted. The patient stated the doctor left the paddle lead in his body. The patient never had therapeutic effect before the new lead was implanted and the patient wanted to know if the paddle lead was flexible. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).